Event description:
The patient was not experiencing his normal pain relief; he had less than (B)(6) therapy relief. A catheter check was done under fluoroscopy and no catheter was seen in the intrathecal space. It was determined that the catheter had pulled out and was coiled up behind the pump. The catheter was removed and replaced with a new catheter. The patient status was reported as ¿alive-no injury¿. The outcome of the event and the drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID; 8591-38, lot# d10033, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
This information was previously reported in manufacturer report # 3007566237-2014-02477 [it was reported that a revision occurred on (B)(6)2014, as the catheter had come out of the intrathecal space. Additional details, including patient symptoms, cause of the event, troubleshooting and/or diagnostics performed and patient outcome, were not reported. Additional follow-up to obtain this information is being conducted. ] any additional information received will be reported in manufacturer report # 3004209178-2014-19730

Event description:
The patient was doing well and receiving effective therapy.

Event description:
Additional information later reported the cause of the catheter movement was not determined. The issue was resolved following the catheter replacement. The removal of the old catheter and replacement of the new catheter was a success, and per the reporter no further actions had been requested by the managing/implanting hcp. The pump was used to deliver morphine.